Manufacturer narrative:
(B)(4). Customer reported on (B)(6) 2010, that the unit would not turn on. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported on (B)(6) 2010, that the unit would not turn on.